Event description:
A cartridge alarm, identified as cartridge alarm 20, was reported during the load process. There was no adverse impact to the customer's blood glucose level. The customer followed proper procedures during the load process, but the issue persisted across consecutive cartridges. As a corrective action, technical support decided to replace the pump.